Event description:
It was reported the patient complained of discomfort at the scs ipg site. Consequently, the patient underwent surgical intervention where the ipg pocket was made bigger and the ipg was sutured down in the pocket. No complications occurred during surgery and the issue was addressed.